Manufacturer narrative:
(B)(4): the customer reported that the ac power module had failed to charge the battery and that the inlet was pulled out. A philips investigator spoke with the customer who reported that replacing the ac power module resolved the failure. There have been no further reports of this issue from this customer site.

Event description:
The customer reported that the ac power module had failed to charge the battery and that the inlet was pulled out.